Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a message saying that a new battery was not good. Customer also reported that the insulin pump returned an error alarm. Review of the insulin pump's history showed that a battery out limit had also recently been returned. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.